Event description:
Patient reported "the most horrible things I have put in my chest" and they are as "hard as rocks". Later patient reported "capsular contracture, baker grade IV, pain, deformity, rippling". Later healthcare professional reported " possible rupture and capsular contracture baker grade IV". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of contracture baker is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.